Event description:
The patient reported that their implantable neurostimulator (ins) feels "like it's on fire" and that its "burning on the inside." The patient noted that this issue has been intermittent for the past week. The patient stated that this happens whether their device is on or off. It was noted that the patient's implant site doesn't look red or inflamed. The patient was to follow up with their healthcare provider. Indication for use is non-malignant pain.

Event description:
Additional information was received from a manufacturing representative reporting that the patient's battery was replaced today ((B)(6) 2017). It was also reported that in recovery the representative programmed the patient's new device and the patient was feeling stimulation as expected. They reported that the battery will be returned for analysis.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) sn (B)(4) found no significant anomaly. Analysis revealed that the battery had reduced capacity due to an overdischarge. The ins was received with no telemetry and no output from any electrode pair. Telemetry was restored after a short physician mode recharge. After telemetry was restored and a full normal recharge, the ins passed functional testing. According to the trace report taken from the ins, the last recharge while implanted took place on (B)(6) 2016 and the battery was charged to 3.530 volts. On (B)(6) 2016 the battery had depleted to the "lock" mode (<(> <<)>3.575 volts). Subsequently, the battery depleted to an over discharged state prior to being received for analysis.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. The conclusion code (B)(4) no longer applies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative regarding the patient was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported the patient had noticed a couple times within the two weeks prior to the report that their ins site was getting warm intermittently. The warm sensation did not occur during charging. They stated the doctor plans to replace the ins but the date of the replacement was not known at the time of the report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.